Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1ucqq, implanted: 2018-11-14 product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 31-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's spouse called to inquire if a patient's wire could come loose and move around. Patient services reviewed this information and the caller stated that they noticed that they felt something under the patient's skin, which at first they thought was a bone or a cyst however they were wondering if a wire was loose. Patient services asked if the patient had any recent falls or traumas and the caller stated that the patient had fallen in (B)(6) 2021 and had been in and out of the hospital and rehab since then. The caller stated they noticed this "bump" under the patient's skin when they brought the patient home on thursday ((B)(6) 2022). The caller stated that even prior to the patient's fall, they noticed that the implant had not been working well, that the patient's urinary incontinence had "gone through the roof." The caller stated the incontinence was bad prior to the fall but that they've noticed it more now since the patient was home with them. The caller also noted that they turned the implant on earlier today ((B)(6) 2022) and increased the stimulation however the stimulation at that level hurt the patient so the caller turned it down one notch and the stimulation felt fine after that. The caller stated they had called the health care provider (hcp) and left a message and that they were awaiting a call back from the hcp. Patient services advised that it would be best to have the hcp check the implant given the circumstances. Patient services also offered to assist the caller in turning the implant off until the patient could see the hcp however the caller stated they knew how to do this and that they might turn the implant off later.

Event description:
Additional information was received from the patient. It was reported that the interstim was turned off, but issue hasn't yet resolved. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.